Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level due to this reported event. The customer reverted to an alternate method in insulin therapy.